Event description:
It was reported that the patient usually turned their stimulation off when they were sleeping. The stimulation had been bothering the patient. The patient noted that as they were sleeping both of the patient¿s implantable neurostimulators suddenly turned on. The stimulators had been off all day prior to this event. Sometimes after turning the stimulation off the patient could feel stimulation going on for hours but this was different. The patient used their programmer to check their implants and saw a ¿call your doctor¿ icon but didn¿t remember the code associated with the messages. The patient just shut their implants off and went back to sleep. The patient had been sick and didn¿t always run their stimulation when they were sick. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3550-29, lot# n267539, implanted: (B)(6) 2012, product type: accessory. Product ID 399930, lot# v173396, implanted: (B)(6) 2008, product type: lead. (B)(4).